Manufacturer narrative:
A review of the device history records for this device was not possible without additional product info. Neither the device nor films of applicable imaging studies were returned to the MFR for eval. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that a set screw backed out of the pedical screw at an unk time post op. The pt underwent a revision surgery to replace the screw.